Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen between 24 and 36 hours, the patient developed an allergic reaction to the adhesive pad. The patient visited the doctor, who prescribed (cavilon) spray to be used before applying the pods.